Manufacturer narrative:
Device evaluation summary: the reported red blood cells were discarded into the waste bag was verified during pre-inspection. The issue was determined to be a faulty controller board and the problem was not solved on site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a autologiq instrument, it was reported that a week after the instrument was insta lled, it was observed that only one bag of blood could be recovered from 1200ml of blood, and most of the red blood cells were discarded into the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported red blood cells were discarded into the waste bag was verified during pre inspection. The issue was determined to be a faulty controller board and the problem was not solved on site. The service technician found centrifugal cup liquid sensor or negative pressure function problem. Negative pressure detection was normal, service technician calibrated the device motherboard vr1, vr2 to normal values, test passed. Post repair testing was completed per specifications. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.